Event description:
It was reported that a patient was getting high pressure alarmed on an smiths medical pump. Patient mixed new cassette and was able to resolve the problem. Unsure what the issue was, maybe had been problem with cassette off medication for few minutes. No other changes. Patient was able to successfully continue the infusion, the outcome of the event was resolved. No adverse patient effects were reported.